Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not switching on. A philips field service engineer (fse) inspected the system onsite and found issues with mains power distribution (mpd) control unit. To resolve the issue, fse replaced mpd control unit. After replacement, the system returned to use in good working order. The codes have been updated based on the investigation's outcome.